Manufacturer narrative:
A system checkout was not performed because the site did not request one. The device manufacture date was not available at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial biopsy procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by 15 minutes. It was reported that during the navigus biopsy case, the surgeon was having trouble navigating the biopsy needle after locking trajectory. The needle would be yellow and not green as it was inserted and at times not navigate at all. The site had tried a different biopsy needle with no resolution. The site and the surgeon said that the skull mount and locking mechanism were secure and non-moving. The surgeon was confident that he was lined up with his plan then continued to use navigation as it was. The medtronic representative was able to maintain a yellow status to allow visual of needle movement as passed through the introducer. The surgery was completed and there was no impact on patient outcome. The medtronic representative checked the system and was able to duplicate the needle indication going from green to yellow with just a slight touch of the needle.

Manufacturer narrative:
The biopsy needles were returned to the manufacturer for analysis. Analysis found that both needles navigated without issue. When the spheres were in view of the camera, they both tracked. There was no problem found with the biopsy needle. If information is provided in the future, a supplemental report will be issued.